Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-00640. All information can be found under manufacturer report number 1416980-2022-00577. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b7 should additional relevant information become available, a supplemental report will be submitted.